Manufacturer narrative:
This report is submitted on january 10, 2017.

Event description:
It was reported that the patient developed infection at implant site, resulting in the decision to explant. The device was explanted on (B)(6) 2016, and the patient was re-implanted with a new device during the same surgery.